Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. At the time of contact, the patient's father did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was being used with the transmitter at the time of the reported event was returned on 03/10/2015. The receiver was deemed to be in good condition based on external visual inspection. Global receiver functional testing resulted in no failures related to the customer's complaint. The receiver data log was reviewed and no errors related to the incident were found. The reported fault could not be reproduced. The customer complaint was not confirmed.